Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the forearm fistula using an indigo system aspiration catheter 7d (cat7d) and non-penumbra sheaths (7fr). During the procedure, antegrade and retrograde access were obtained, and sheaths were placed. The physician initially advanced the cat7d through the antegrade sheath, performed aspiration, and then removed the cat7d. The same cat7d was introduced through the retrograde sheath to access the clot from the opposite direction. While completing the procedure via the retrograde sheath, the physician encountered resistance. Upon removal, the cat7d was found to be fractured at the mid-shaft. Fluoroscopic imaging, confirmed that the remaining portion of the cat7d was still inside the patient. The remaining portion was retrieved using a snare device. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7d (cat7d) confirmed a fracture on the distal length. Stretching was observed at the fracture location. If the cat7d is retracted against resistance during use, damage such as stretching and subsequent fracture to the catheter may occur. Evaluation of the returned non-penumbra sheath revealed that only a fractured distal segment was returned and was ovalized along its length. This damage may have contributed to the resistance during retraction and likely caused the reported damage on the cat7d. Further evaluation revealed an additional fracture, kinks, ovalization and stretching along the cat7d. This damage is incidental to the complaint. The damage along the distal fractured segment likely occurred while snaring the device. The damage along the proximal segment may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.